Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6). G2. Foreign: spain. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patien t called and reported uncomfortable heat from the recharger head, she was at the hospital and the healthcare provider (hcp) said the issue it was the antenna. The hcp ordered to replace it. Advice was given to the patient to consider: if they were not already wearing the belt, wear the belt during the recharging session, place a thin layer of clothing between the recharger head and their skin, choose a lower temperature and speed setting for the recharge session if needed, but nothing worked. As per the hcp's advise, a new recharger was requested. A replacement recharger was sent to the patient. Patient has been notified that they should call back if replacement of their product does not resolve the issue.